Manufacturer narrative:
One new alarm was recorded in the driver's eeprom file. This fault occurs as the result of secondary motor engagement either in use or during functional testing. Visual inspection of external components identified cosmetic scratches sustained to the rear housing of the driver. Visual inspection of internal components found the secondary motor out of default position, indicating the secondary motor engaged, which aligns with the alarm code found; scuff marks indicating contact between the primary motor and main printed circuit assembly (pcba), and residue buildup on the primary motor. Incoming functional testing identified high left atrial pressure readings at three different test steps. The customer reported intermittent alarm and fluctuating beat rate could not be confirmed. However, evidence of secondary motor engagement occurring in the field would generate a permanent alarm. When the driver switches to secondary motor, the beat rate will drop from the set point (presumably 139 bpm) to a preset beat rate of 125 (bpm +/- 5), which is in range of the beat rate change reported by the customer (129 bpm). The root cause of the customer-reported intermittent alarm and fluctuating beat rate could not be conclusively determined. Evidence of secondary motor engagement identified through alarm data review and visual inspection confirmed the driver switched operation to the secondary motor. The cause of the driver operation switch cannot be determined. There is no evidence of a device malfunction related to the customer complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an intermittent fault alarm with beat rate fluctuation while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.